Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, (B)(6) forwarded complaint information regarding an infusion set. Patient was taken to the hospital near his place of employment at 6:30 am on (B)(6) 2011. Blood glucose in the emergency room was 732 mg/dl, and he was diagnosed with diabetic ketoacidosis. Patient was taken off the infusion device and treated with insulin injections and IV fluids. Patient remained in the emergency room for 8 hours. He was placed back on his infusion device prior to discharge; patient does not remember his blood glucose at this time. Infusion set was last changed the day before this event. When he returned home from the hospital at 6:30 pm on (B)(6) 2011, he removed the infusion set and identified a bent cannula. He inserted a different type of infusion set, and his most recent blood glucose was 350 mg/dl. Patient reported this was a normal reading for him. No product was returned for evaluation. The patient's information was not provided, and no additional details were available.